Event description:
Procedure type: lavh. Reportedly, during lifting up, a fan blade broke and fell into the pt cavity. The surgeon replaced the 5 mm port with 12 mm port, and was able to retrieve the fan blade safely. Another omslf10 was used. No pt injury was reported.